Event description:
New information noted that the right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 17.4cm to 17.7cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. No intervention was performed and patient condition was unknown.